Manufacturer narrative:
The complaint description states that a large piece of the guide has broken off. The device associated to the complaint was returned for analysis.the returned instrument presents a new design ((B)(4)) and break of the plastic extremity, no break of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Products manufactured after the installation of the action of reinforcement ((B)(4)) a search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Previous investigations found the breakages/damage are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The complaint sample was manufactured after the changes. Based on the information received, the investigation performed and previous similar events, the root cause is attributed to product wear out. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint description states that a large piece of the guide has broken off. The device associated to the complaint was returned for analysis. The returned instrument presents a new design ((B)(4)) and break of the plastic extremity, no break of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Products manufactured after the installation of the action of reinforcement ((B)(4)) a search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Previous investigations found the breakages/damage are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The complaint sample was manufactured after the changes. Based on the information received, the investigation performed and previous similar events, the root cause is attributed to product wear out. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A large piece of the guide has broken off. Please note that the broken piece was not returned to engineering.